Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented loss of vacuum in phacoemulsification mode during a surgery. The procedure was completed successfully. There was no patient harm reported.

Manufacturer narrative:
The company representative (cr)replicated the reported event. When the treadle of the footswitch was pressed all the way to the floor, sometimes the vacuum preset on the system¿s screen didn¿t reach 100%. The cr inspected the footswitch and removed the motor for inspection. The motor was removed from the mounting plate and 3 countersunk screws were found to all be slightly loose. To resolve the issue, the cr applied loctite to all 3 screws and re-tightened. The cr reinstalled the motor to the footswitch and checked the alignment of gear meshing. The footswitch treadle travel test passed. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to internal wear/reliability issues within the motor of the footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).